Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for the explant was that the patient was no longer using the device as the pain was under control. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.